Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was not confirmed; however, a tear on the distal shaft was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. It is likely that the proximal end of the guide wire punctured the inflation lumen during advancement resulting in the loss of pressure which was mistaken for a balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat an eccentric, de novo lesion in the proximal diagonal coronary artery with no tortuosity and 70% stenosis. The balloon of a 2.00x15 mm mini trek rx balloon was inflated, but did not maintain pressure. The indeflator was replaced without success. An additional mini trek rx balloon catheter was used to successfully complete the procedure. There was no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.